Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the damaged contact of video connector socket led to the indicated phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has been returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to bent video connector pins. Additional findings were as follows: the video connector socket has some damaged contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video connector socket had some damaged contacts and there was no image on the visera elite video system center during the procedure. The user facility was unable to start as the screen was not working and there was no sedation and anesthesia used during the procedure. The patient was moved to another procedure room and the intended therapeutic cystoscopy procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.